Manufacturer narrative:
Analysis on the ins (B)(4) resulted in the stimulation ins battery reduced capacity due to overdischarge. The ins was received with no telemetry and no output. The telemetry was restored after one full physician mode recharge. After fully charging the battery, the ins passed functional testing. The output was monitored at body temperature for 100 hours and no issues were noted. According to the trace report taken from the ins, it was last recharged on (B)(6) 2014 to 3.850 volts. The battery depleted to the "lock/sleep" mode on (B)(6) 2014. It subsequently went to an overdischarged state. According to the trace report, the ins had experienced one overdischarge. (B)(4).

Event description:
It was reported that the patient reported ¿skipping¿ with the device on. It was noted that the patient had been reprogrammed and the rate was changed but the ¿skipping¿ sensation was still present. It was noted that the patient had less that 50% therapy relief. It was noted that there was intermittent stimulation. It was noted that impedances testing was performed and measurements were normal before explant and with the new implantable neurostimulator (ins). It was noted that the device was replaced with a device that adapts stimulation to body position. It was noted that the patient was alive with no injury at the time of the report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 89033, lot# j0417937v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0412300v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the skipping sensation had resolved and the patient was receiving effective therapy. A manufacturer representative spoke with the patient on the morning of the report and all was well.